Manufacturer narrative:
(B)(4) evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty position the device over the guide wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported shaft separation appears to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty positioning on the guide wire could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 4.5x15mm nc trek balloon dilatation catheter was being advanced over an unknown guide wire; however, prior to entering the patient anatomy, resistance was felt and it was then noticed that the mid shaft separated. The device was not used and the procedure was successfully completed with a new unknown balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.